Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the cartridge was damaged at the cartridge tubing, interrupting insulin delivery. Additionally, it was reported that a minimum fill notification occurred. Customer¿s blood glucose level was in 70-79 mg/dl range. Reportedly, customer continued using pump for insulin therapy.